Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a liner exchange/revision was performed due to an unspecified infection. The complaint form documented the incident date as on (B)(6) 2023, implantation date, if revision as on (B)(6) 2023 and form completion as on (B)(6) 2023 for an 11mm poly exchange; however, latest correspondence dated on (B)(6) 2024 reported ¿implantation date (first total knee arthroplasty) was on (B)(6) 2023 and then revision on (B)(6) 2023 (less than a month)¿ with a 13mm poly and a reported response of ¿information is correct¿. It was communicated that the requested clinical documentation is not available and the current patient status is unknown. Based on the information provided, a post-surgical wound infection cannot be ruled out; however, without medical documentation, the source of the reported infection cannot be concluded. Infection is a known post-surgical occurrence and a component mal-performance cannot be concluded. Patient impact beyond the reported unspecified infection and subsequent insert exchange/revision within weeks of implantation (possible date discrepancy exists) cannot be determined, although antibiotic therapy and a transient post-surgical restoration phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023, the patient experienced infection. This adverse event was solved by revision surgery on (B)(6) 2023, in which lgn ps high flex xlpe sz 5-6 11mm was exchange. Current health status of patient is unknown. No further complications were reported.